Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 35 mg/dl at the time of incident. The current blood glucose level is 124 mg/dl. The customer states insulin pump had compromised force sensor alert. Customer states insulin was squirting out during the manual prime process. Customer states insulin did not continue to drip after letting go of the act button. Customer states drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime/fill anomaly.